Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? Other relevant patient history? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure diagnostic confirmation? Please provide a date and surgical details of intervention/re-operation for mesh exposure? Was there any deficiency or anomaly of the mesh observed? If yes, please describe it. What is physician¿s opinion as to the etiology of or contributing factors to this event/mesh exposure? What is the patient's current status?

Event description:
It was reported that the patient underwent a gynecological procedure on unknown date and the mesh was implanted. Post-op, the patient experienced a mesh exposure less than 1 cm in left side of vagina, away from suture line 2bet4s2. The patient was experiencing intermittent pain 10/10 and vaginal discharge. It was also reported that the patient was treated successfully with graft. The mesh remains implanted. Additional information has been requested.